Event description:
It has been reported that x-ray was not possible. The system was in clinical use at the time of the event. The procedure was aborted , patient was rescheduled and was moved to another room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the procedure was aborted and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿x-ray was not possible¿. Upon troubleshooting fse confirmed the issue with hard drive. Fse replaced the ippc, hard drive, reloaded the os and recreated the image store. After replacement of the parts and reinstallation of software, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.